Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer took off the sensor and the electrode was very short. Customer¿s blood glucose was unknown. Customer stated that sensor electrode did not stay in skin and sensor received no sensor signal alert. Sensor will not be returned for analysis.